Event description:
It was reported to boston scientific corporation that a polaris ultra stent was implanted in a patient. According to the complainant, the patient developed an allergic reaction. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.